Manufacturer narrative:
The patient also reported a loss of therapy. X-rays performed showed minor migration had occurred after revision. The implanting clinician believed the patient's body was rejecting the stimulators and discussed performing an explant. Based on this information, the new pain, migration, and loss of therapy are confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The cause of the new pain/discomfort, migration, and loss of therapy is migration. The cause of the migration is unknown/no problem found. Design fmea (B)(4) and hra (B)(4) was reviewed; new pain/discomfort and migration are known issues with mitigation controls in place to reduce risk as far as possible. Thus, CAPA is not required. Stimwave's global new pain rate is (B)(4) and the migration rate is (B)(4) as of (B)(6) 2020. The frequency is occasionally, and impact is important.

Event description:
On march 1, 2021, the clinical representative became aware that a recently implanted patient experienced a migration that resulted in a revision performed on (B)(6), 2021. After the revision, the patient reported new pain/discomfort at the implant site.